Event description:
Patient reported obtaining a blood glucose result of 440 mg/dl, while using the suspect device. Within minutes, patient's blood glucose was reportedly tested on a nurse's blood glucose monitor, with a result of 198 mg/dl. No patient injury was reported and no treatment was received. While on the line with technical support, a level-one control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.